Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and button error alarm as well as drive support cap was damage. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Pump received loose drive support disk.